Event description:
The customer reported the pilot balloon on the patient's tracheostomy tube opened at the seal. It is unknown if any intervention was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.